Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Visual inspection: the pfna-ii blade l85 tan (part #: 04.027.052s, lot #: 90p4090) was received at us cq. Visual inspection of the complaint device showed surface scratches. No other defect was observed. Functional test: a functional assessment was not performed with the complaint device since the applicable mating component(s) were not returned. Can the complaint be replicated with the returned device? Unable to perform. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as there was no defect observed that could impact the functionality of the device. Moreover x-ray images were not provided showing the migration of the device. However scratches were observed on the surface of the returned device. These scratches could be due to the explanation and do not contribute to the device migration. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Photo investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspecting the image provided, the pfna-ll blade was observed to show signs of use due to explantation. However, the allegation of the blade migrating cannot be confirmed from the image provided. The root cause for the reported event cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part: 04.027.052s, lot: 90p4090, manufacturing site: (B)(4), release to warehouse date: 18.02.2021, a manufacturing record evaluation was performed for the finished device lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the pfna blade slide to lateral and distal after lock in patient. Procedure was successfully completed using another blade. This report is for one (1) pfna-ii blade l85 tan. This is report 1 of 1 for complaint (B)(4).